Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that no image was due to bad cable unit connector pins that needed to be replaced. However, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During preparation for use for a therapeutic laparoscopic colectomy procedure, it was reported that the subject device did not turn on when plugged into the processor and displayed color bars. The procedure was completed with a similar camera head, with no surgical delay or patient harm.